Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
The field experience was confirmed. As received, only 35 cm portion of the lead including the svc shock coil was returned for evaluation. Analysis revealed abrasion damages at 2.6 to 3.8 cm before the end of the proximal end of the svc shock coil, which is indicative of abrasion caused by clavicle crush. As a result of the abrasion, the distal coil and all the cables were exposed.